Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/09/2024, it was reported by a sales representative via sems(B)(4) that an ar-9530s-03 arthrex univers revers, trial humeral insert was worn. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9530s-03 serial/batch number (B)(6) was received for investigation. Visual evaluation of the device noted that the geometry of the center circle was damaged. The perimeter around the circle shows nicks and is missing a piece. No fragments were returned for evaluation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.